Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump had a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm the customer's blood glucose was 18.0 mmol/l at the time of incident. The customer stated that they were unable to exit preparing to prime loop. The customer stated that they did not receive second series of beeps or numbers appeared on the screen. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was dropped prior to the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.